Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the common iliac artery. The 9.0x39mm omnilink elite peripheral stent system was inserted through the left common femoral artery (cfa) without resistance when the stent dislodged from the sheath while being advanced to the right common iliac artery. The stent was still on the guide wire and did not get lost. The physician was able to retract the delivery system and then used a balloon and implanted the stent in the right external iliac artery. Another same size omnilink elite stent was used to complete the procedure. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the subsequent treatment including foreign body in patient appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the common iliac artery. The 9.0x39mm omnilink elite peripheral stent system was inserted through the left common femoral artery (cfa) without resistance when the stent dislodged from the sheath while being advanced to the right common iliac artery. The stent was still on the guide wire and did not get lost. The physician was able to retract the delivery system and then used a balloon and implanted the stent in the right external iliac artery. Another same size omnilink elite stent was used to complete the procedure. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the target lesion was the left common iliac artery instead of the right common iliac artery and the omnilink elite stent was deployed in the left external iliac artery instead of the right external iliac artery. No additional information was provided.